Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and crack opening on valve. Leak test and microscopic analysis was performed which identified: wear abrasion, calcification-like approximately 10%, delamination partial and crack opening on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and partial delamination of the valve (cohesive failure). Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.1., d.3., d.4., d.10, g.1., g.3., h.3., h.4., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.